Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that he first became aware of the issue, on (B)(6) 2018, alleging that he obtained an inaccurately high blood glucose result of ¿503 mg/dl¿ on the subject meter compared to ¿200 mg lower¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes using insulin and in response to the alleged inaccurate high reading, he administered an increased dose of insulin. The patient reported that after the alleged issue (time unknown), he became unconscious. The patient stated that he suspected that this was in response to the increased dose of insulin. The patient reported that he was rushed to the emergency room but was unable to give any details of the treatment he received. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.